Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2.5 years remaining to 11 months remaining in a span of 6 months. It also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2.5 years remaining to 11 months remaining in a span of 6 months. It also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2.5 years remaining to 11 months remaining in a span of 6 months. It also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device is not available for evaluation. No adverse patient effects were reported.